Event description:
It was reported the lead was explanted and replaced due to lead migration. No symptoms or complications associated with the event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient was hospitalized from (B)(6) 2013.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013; product type: lead. (B)(4).